Event description:
It was reported that the pump occasionally stopped working when the battery was charged below 70%. There was no reported impact to the customer¿s blood glucose level. No additional patient or event information was available.